Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button of the insulin pump was hard to press. The customer's blood glucose level was unknown at time of incident. The customer also reported that the minor scratches on the screen and motor sounds louder and rewind louder. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed back light check. No back light anomaly noted. No drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. Device was monitored for 3 days. No charge/battery anomaly, unexpected off no power alarm or unexpected low battery alarm noted. Device had intermittent button response on the act button due to flattened dome switch(no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. No damage noted on the lcd glass. (B)(4).